Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: bubble formation on a poorly manufactured interior surface" while attempting to administer propofol. Action(s) taken: repeated priming to clear air, tubing replaced (triple bag and send to material management). Impact to patient: delay in treatment. Medication / fluid propfol. IV rate 5.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used contaminated sample, one (1) photograph, and a copy of a spreadsheet with a list of complaints reported were provided for evaluation. The photograph and the spreadsheet were evaluated; however, the evidence provided was insufficient to conduct a proper evaluation. Device evaluation was conducted onsite on october 14, 2025, by the director postmarket surveillance utilizing item: 8713051u "infusomat space pump" serial number: (B)(6) provided by health sciences center. The unit was decontaminated utilizing a bleach solution and then filled with water. No visible evidence of leakage or air ingress was observed. The set was loaded into the pump with the service key installed. The sensor output of the water-filled line was 1147 millivolts. The segment of tubing which contacts the air sensor was removed from the set for hand-carry return to the allentown, pa complaint investigation team for evaluation of tubing diameters to verify conformance to specification. Data collected during the on-site evaluation did not support the conclusion that the reported event originated from a manufacturing defect present in the pump administration set. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.153 inches which meets the specification of 0.152-0.154 inches. Based on the investigation finding, the reported defect was not confirmed to be due to the manufacturing process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the IV set and a copy of the spreadsheet with a list of complaints were provided for evaluation. Upon evaluation of the evidence, a thorough assessment could not be conducted based on the information available in the provided spreadsheet copy. The reported issue was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.